Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/ pelvic floo. It was reported that the patient(pt) reports ins has not worked in controlling symptoms since implant date. Pt also mentioned ins was replaced due to battery depletion. Pt states does not believe it is normal since only lasted a short period of time. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated it was unknown if the issue was caused by normal battery depletion. They stated the device is still implant, it is shut off. Additional information was received from the patient. Asked what most likely caused or contributed to this issue they stated they believed it to be defective per dr. As 1 1/2 years after product was installed battery died. They stated they did not know what the dr, did with the first device after it was removed. They stated the second device is installed but not turned on, it was causing rls (restless leg syndrome) and had to shut it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.